Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced incontinence due to urethral atrophy with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus with a smaller cuff was implanted. There were no performance issues related to the device and the physician did not believe the device caused or contributed to the incontinence nor the cuff was of an incorrect size. The patient fully recovered following the procedure.